Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure with a 23 mm sapien 3 ultra resilia valve, after predilating with a 14f dilator and with no difficulty with insertion of the 14f esheath+ into the patient, the valve became stuck in the fully expandable shaft portion of the esheath+ and could not be advanced. The system was withdrawn as a unit and no damage was seen on the edwards devices. A new valve, commander delivery system, and esheath+ were prepared and inserted. The second 23 mm sapien 3 ultra resilia valve was successfully implanted with no patient injury. The patient was in stable condition. It was noted during functional testing that the esheath distal tip was torn radially.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. Imagery of the patient anatomy was provided. Review of the imagery revealed the patient's right access vessel had the presence of tortuosity, undersized vessel diameters, and calcification in the femoral bifurcation. The required minimum luminal diameter for use of a 14f esheath+ is at least 5.5mm. The 14f esheath+ was returned for evaluation. Per visual examination, the liner was lifted approximately 2" starting at distal strain relief, with the remaining liner unexpanded and the distal tip unopened. During functional testing of the esheath+, a sample 23mm commander delivery system was advanced through the sheath and the remaining liner expanded as designed and the distal tip tore. Due to the nature of the issue observed, no functional testing was performed, with regard to the distal tip tear. The tear was confirmed through examination. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for difficulty advancing the delivery system through the esheath was confirmed based on evaluation of the returned device. Available information suggests that patient factors (calcification, tortuosity, undersized vessels) likely contributed to the event. A distal tip tear was identified during evaluation of the returned device. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Available information suggests that variability in tip expansion likely contributed to the event based on the nature of the tear observed during functional testing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.